Event description:
Reporter stated that caller from facility reported discrepancies between key pad entries and display responses. She either got no response or an incorrect response. For example, she had entered 659 on the volume display of station 1 and when she pushed the volume button on station 3, a "5" appeared without her having entered that number. The reporter advised the user not to use the unit, which will be sent to product services for evaluation. No pt involvement.

Manufacturer narrative:
Evaluation: unit was received dirty and was tested as received. Unit passed all accuracy tests, but did fail emi shield continuity test, which was resolved during repair. Initial testing did not reveal any keypad-display malfunctions, but during repair an intermittent error causing various digits to be displayed at random locations appeared. The complaint was duplicated. The membrane switch was replaced, resolving the malfunction. The unit then passed qa final inspection.